Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma (date not reported), which subsequently resulted in inflammation and discomfort around the implant site. The patient was prescribed oral antibiotics (date and type not reported) to treat site. The implanted device remains.